Manufacturer narrative:
Insulin pump failed to power up due to corroded battery tube compartment noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was shutting off. The customer¿s blood glucose level was 200 mg/dl. The customer was assisted with troubleshooting and the display did not return. The customer stated that the contact on the battery cap was not missing or damaged. Customer was performed self test and it was passed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.